Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the end cap disconnected from the bd phaseal¿ optima injector (n35-o) and leaked onto the patient's shirt. The following information was provided by the initial reporter: "pt. Felt wetness on his shirt and discovered disconnection between end cap and covered phaseal. Pt. Stated, he immediately connected them back, called to come in for assessment. Pt. Arrived with blood in pac line and clamped. Pt. Stated that he did not clamp the line, only reconnected endcap and phaseal. Nurse noticed that 5fu bag and cadd pump still read 46hrs and 10 minutes. Primary team notified. Nurse disconnected cadd pump line, flushed pac line with saline, observed brisk blood return. Pac line end cap replaced, re-educated patient regarding pump alarms. Pt. Verbalized understanding, reconnected 5fu cadd pump to patient, had patient wait for 20 minutes, no adverse alarms noted, cadd pump working. Pt. Discharged and rescheduled for (B)(6) 2021 for pump disconnect."